Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and programming. The customer's blood glucose value was 600 mg/dl. The customer was assisted with programming the pump. The product was not returned for analysis.